Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000299-01 monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
The following medical literature was reviewed: robotic bronchoscopy: factors associated with diagnostic accuracy of robotic bronchoscopy with 12-month follow-up: authors: abhinav agrawal, md, elliot ho, do, udit chaddha, mbbs, baris demirkol, md, sivasubramanium v. Bhavani, md, d. Kyle hogarth, md, fccp, septimiu murgu, md, fccp. Citation:doi:https://doi.org/10.1016/j.athoracsur.2021.12.041. It was reported pneumothorax and patient hospitalize . No device issues were reported.